Event description:
It was reported that the ipg shifted in the pocket, causing pain at the ipg site. As a result, the ipg was repositioned via surgical intervention on (B)(6) 2024. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.